Manufacturer narrative:
(B)(6). During a percutaneous transluminal angioplasty procedure, it was reported that a saber 2mm x 4cm 90cm balloon catheter (bc) ruptured at 6 atm (six atmospheres). Therefore the device was replaced with another non cordis 4 x 40 bc and the procedure was completed successfully. There was no reported patient injury. An approach was made from the right femoral artery. A non cordis guidewire crossed the lesion and a saber (pta) was delivered to the lesion to inflate. The target lesion was the right popliteal artery. The lesion was moderately calcified and moderately tortuous with a rate of stenosis at 100%. Additional information was received and there was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prep normally. A non cordis indeflator was used. The product was removed intact (in one piece) from the patient. The contrast media is unknown. The contrast to saline ratio is unknown. It is unknown if there was resistance/friction while inserting the balloon through the rotating hemostatic valve. It is unknown if there any resistance/friction while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel. It is unknown if there was difficulty crossing the lesion. It is unknown if the catheter ever was in an acute bend. It is unknown if the balloon inflate normally. It is unknown if there was leakage noted from the balloon, shaft, hub, or unknown segment. The maximum inflation pressure is unknown. It is unknown if the balloon maintain pressure during inflation. It is unknown how the balloon catheter was removed. It was unknown if there was resistance/friction with other devices. The product was not returned for analysis. A device history record (DHR) review of lot 17208894 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification and tortuosity and a rate of stenosis of 100% may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
During a percutaneous transluminal angioplasty procedure, it was reported that a saber 2mm 4cm 90 ruptured at 6 atm. Therefore the device was replaced with another non cordis 4*40 balloon and the procedure was completed successfully. There was no reported patient injury. An approach was made from the right femoral artery. A non cordis guidewire crossed the lesion and a saber (pta) was delivered to the lesion to inflate. The target lesion was the right popliteal artery. The lesion was moderately calcified and moderately tortuous with a rate of stenosis at 100%. The product was clinically used and will not be returned for analysis. Additional information was received and there was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prep normally. A non cordis indeflator was used. The product was removed intact (in one piece) from the patient. The contrast media is unknown. The contrast to saline ratio is unknown. It is unknown if there was resistance/friction while inserting the balloon through the rotating hemostatic valve. It is unknown if there any resistance/friction while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel. It is unknown if there was difficulty crossing the lesion. It is unknown if the catheter ever was in an acute bend. It is unknown if the balloon inflate normally. It is unknown if there was leakage noted from the balloon, shaft, hub, or unknown segment. The maximum inflation pressure is unknown. It is unknown if the balloon maintain pressure during inflation. It is unknown how the balloon catheter was removed. It was unknown if there was resistance/friction with other devices. It is unknown if a procedural cd available for review.